Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a stenting procedure within the bile duct of a patient with a malignant tumor on (B)(6), 2010. According to the complainant, a previously placed plastic stent was removed, and the wallflex stent was attempted to be implanted. Strong resistance was encountered during deployment. After several attempts to deploy the stent; the inner and outer sheath stretched and the delivery system broke. As a result, the stent was unable to be implanted. The stent was removed from the patient, and the procedure was completed with a plastic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
The device was returned in two separate parts, the stent delivery system and the delivery handle. The delivery handle was broken 11 centimeters from the distal end of the marker indicating how far back to pull the handle to release the stent. The outer sheath just distal from the white handle release was extremely twisted. The blue outer sheath was stretched and kinked. Due to the damage present it was not possible to retract the sheath and deploy the stent. The proximal handle was examined and there was evidence of it having been crimped. The device was dissected just proximal to the guidewire access port and the stent deployed. The inner shaft was kinked as well. No further issues were noted with the profile of the stent which could have contributed to the reported complaint. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a stenting procedure within the bile duct of a patient with a malignant tumor on (B)(6) 2010. According to the complainant, a previously placed plastic stent was removed, and the wallflex stent was attempted to be implanted. Strong resistance was encountered during deployment. After several attempts to deploy the stent; the inner and outer sheath stretched and the delivery system broke. As a result, the stent was unable to be implanted. The stent was removed from the patient, and the procedure was completed with a plastic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
(B)(4) relates to (B)(4) for the issue of device deployer (handle) break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.